Manufacturer narrative:
Continuation of d10: product ID a820, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine, baclofen, and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the app ¿keeps telling me there's an error - do I want to wait for the app to respond - it will finally query the pump, but then it freezes at 90%.' The patient later stated the screen says, 'app not responding,' and they tap 'wait,' which the agent understood as 'myptm app not responding, close app or wait.' The patient stated the issue had been 'steadily getting worse and worse - in the beginning, it would click right over and over, but as the weeks went by, it's only been a month and a half since I got the new system, but now, it's every time, and it's getting worse.' The patient used the ptm (personal therapy manager) 5 times a day. During the call, the patient stated they were connecting to the pump and had a telemetry delay and had to press 'wait' on the 'app not responding' message but was able to connect through and saw an expected lockout. The agent assisted the patient in clearing data. The patient asked if they could clear data on their own in the future if needed and the agent reviewed. The patient was going to monitor and call back if needed.